Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 600 mg/dl. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. Customer changed cartridge and infusion set and resumed insulin to address the issue.